Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope plastic distal end cover was burnt. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, e1 and g2. (In g2 unmark health professional). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in inspection of the endoscope. There are cautions when high-energy endotherapy accessories are used in 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.